Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the left sprocket was repaired to resolve the motor motion issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Device evaluation: the motion control pcba was returned to the manufacturer for evaluation and the reported issue was confirmed. The returned part could not be adjusted to 0dvc as expected. It was not possible to adjust.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the motion control board was replaced to resolve the reported issue. It was then reported that the left drive motor was moving alongside the axel. Indications that the repair has been completed have not been provided. The suspect motion controller have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not driving as intended. There was no patient present when this issue was identified. No additional information was provided.